Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
While changing out their infusion set, the customer removed their site and found a bent cannula. Customer experienced an elevated blood glucose level of 400 mg/dl. Customer administered a correction bolus to stabilize bg level. Infusion set information was not provided.